Manufacturer narrative:
Device not returned.

Event description:
Pt was reportedly told by her doctor, after having a tee, that her valve had moderate leakage and less exercise tolerance after the valve has been implanted after 11 months. The valve remains implanted and the pt was sent home and put on anti-hypertensive drugs. The pt will continue to be monitored.